Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock lead impedance high out of range measurements of 129 ohms. Technical services (ts) recommended programming enhancements. This device remains in service. No adverse patient effects were reported.